Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, and after reset pump no longer displayed error.